Event description:
Information received by medtronic indicated that the insulin pump battery compartment was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). S/w version 5.2a. Retainer ring black. Customer returned pump for alleged cosmetic damage located at the battery tube found on (B)(6) 2021. The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked case (battery tube), pillowing keypad overlay, keypad overlay texture damage, cracked retainer, and minor scratches on lcd window. In summary, the customers alleged cosmetic damage was confirmed at the battery tube by visual inspection where a cracked battery tube and battery tube threads were noted. Tested ok. Additionally the retainer ring is damaged. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.